Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08sep2020.

Event description:
It was reported that the ventilator shutdown during patient use. The customer reported that he was not able to reproduce any issue with the unit after running it in the biomed shop for a day. The philips remote engineer troubleshot the issue with the customer over the phone. The customer was advised to perform a complete performance verification test (pvt) with passing result before returning the unit to service. The biomed reported there were no relevant error codes indicating a failure. There was no report of patient harm or injury as a result of the event. The patient was transferred to an alternate ventilator with no harm.

Manufacturer narrative:
G4:02feb2021. B4:03feb2021. The ventilator passed performance verification testing without issue. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.